Manufacturer narrative:
It was reported that this device was explanted and retained by the explanting facility. This record will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was programmed to right ventricular (rv) only pacing for two years. Pacing impedances on the left ventricular (lv) lead connected to this device were reportedly greater than 2000 ohms. When the crt-d was explanted and replaced due to a therapy change, this lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.